Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported emergency room visit and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone16.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room on (B)(6) 2026 with hyperglycemia. The patient's blood glucose levels reached 900 mg/dl while wearing the pod between 4 and 24 hours. The patients' blood glucose did not decrease despite multiple bolus correction doses. The patient reported insulin leaking while wearing the pod. When removed from the infusion site (arm), the pod's cannula was found bent. Symptoms reported include high ketones, thirsty, she felt cranky, everything was hurting and aching. The patient did receive a message/alarm on their omnipod 5 but did not specify the message/alarm. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with intravenous fluids (IV) and insulin drips. The patient was sent home on (B)(6) 2026.